Manufacturer narrative:
Control runs and system checks for the unit were within specifications. The customer did not supply customer product line support (cpls) lab with the pt sample for further analysis. The root cause of the event is unk. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events. This medwatch report is related MDR 2122870-2011-02056. Product labeling: the access estradiol results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, data from add'l tests and other appropriate info. For assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies.

Event description:
The affiliate alleged the customer reported low estradiol results for one pt's sample involving unicel dxi 800 access immunoassay system. This is report number two of two. The low result was discordant to an unk alternate methodology which produced a high result and correlated with clinical expectations. It is unk if the erroneous result was released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event.